Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were unsure if their implantable neurostimulator (ins) was on. They had not felt stimulation since implant and they had not gotten improvement of symptoms since implant. Follow up from the patient on 2016-aug-30 reported they turned stimulation up to 2.0v and said they might feel stimulation, but also thinks they might be feeling stimulation at the incision site. The patient said they would leave stimulation there and evaluate. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.